Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a routine follow up, atrial lead loss of capture on both bipolar and unipolar at high output was observed. Programming changes were made. Re-operation will be scheduled at later time. Patient was stable.

Event description:
New information received notes that the atrial lead was explanted and replaced due to high capture threshold. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece and was measured to be 52.2 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.